Manufacturer narrative:
H3, h6: one device was received for evaluation. Visual inspection found a bad downstream occlusion (dso) seal. Functional testing confirmed the reported real time clock (rtc) problem. Event logs showed a pattern of unit resetting back to factory settings, losing patient data, and the internal battery failing. The cause of the customer reported problem was a faulty internal battery. The main board and the dso seal were replaced to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the real time clock (rtc) needed a replacement. The customer returned the product for the rtc replacement, and during physical inspection it was found that the downstream occlusion (dso) seal was bad. There was unknown patient involvement, and there was unknown signs or symptoms experienced.